Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2014¿ on an unspecified time prior to contacting lfs. The patient reported obtaining an inaccurate high blood glucose result of ¿174mg/dl¿ on the subject meter compared to ¿154mg/dl¿ on another meter and tested within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient currently manages his diabetes with pills, diet and exercise and denies taking any action in response to his regular diabetes management routine as a result of this alleged inaccuracy. The patient reported that ¿1 month¿ after the alleged issue, he experienced symptoms of ¿dizzy, shaking, tingling.¿ however, he denies receiving any treatment for the alleged issue. At the time of troubleshooting, the cca determined that the correct unit of measure and sample site was used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient reported signs and symptoms suggestive of a hypoglycemic event after the alleged inaccuracy issue began.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.